Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical support coordinator reported on behalf of the customer that on some of the scales on the vertical slide of the crwpbs phantom base assembly were not painted. There was no patient injury reported. Additional information was received on 19jun2018 indicating that the problem was discovered during surgery. The physician noticed it when he was setting coordinates. There was no reported surgery delay.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The phantom base was inspected for damage or defects. There was no visible, physical damage to the overall assembly. Inspection of the vertical slide found several harsh marks (or tick marks) were unpainted. Nylon tips were worn out. No baseline measurement performed during the evaluation. Paint was ripped off from vertical slide as the customer complained. The device history record review showed that this product was manufactured on march 9, 2018. The reported complaint was confirmed and considered a manufacturing error.